Manufacturer narrative:
On april 15, 2024, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigation is completed, a supplemental report will be submitted. On (B)(6) 2024, mentor evaluated a photo of the explanted device and completed a manufacturing record evaluation (mre) for the provided lot number. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured in a bag. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 23, 2024, mentor completed a visual inspection, leak test, and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to have a tear on the posterior view, measuring approximately 0.6 cm. Leak testing was performed, in accordance with mentor procedures, and no additional leak sites or gel exposures were detected during the analysis. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, the microscopic examination of the returned product indicates that the implant could have been damaged during implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress.  Once completed, a supplemental report will be submitted. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: n/a manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 250cc mentor memorygel breast implant ruptured during a breast augmentation surgery prior to being implanted into the patient. However, the surgery commenced without any reported delays and a new implant was used to complete the implantation. No reported adverse events or patient outcomes were reported.